Event description:
It was reported that the patient fell into a coma and no other information was given on the pacemaker. No changes or intervention were reported. The patient was in unstable condition.